Manufacturer narrative:
Samples received. New investigation performed. H.6. Investigation summary: customer returned one (1) used bd safeclip device from lot 5208371. Consumer reported that the short needles is presenting damage, because in occasions cannot introduce the needle to cut it, additionally, it does not cut easily and the needle is doubled and the hole is oxidized. The returned safeclip was examined and it was observed that the safe-clip was covered in dry blood and rust, and the cutting hole was also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Since the safe-clip sample was returned after use, and no evidence of manufacturing defect was observed, the probable cause of the dry blood and rust is user error when using the device; the dry blood and rust observed on the sample is likely a result of extensive use of the device. According with the DHR review information above, the problem ¿difficult/unable to operate¿, ¿not clipping¿, and ¿foreign matter¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (dry blood and rust) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (difficult/unable to operate, not clipping) as the device performed as intended and is now likely full complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for these issues is: user error. No evidence of manufacturing related issues were observed on the returned samples. The dry blood and rust observed on the sample is likely a result of extensive use of the device. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Event description:
It has been reported that the safe-clip has been found not clipping during use. The following has been provided by the initial reporter: "in call with customer, manifiesta that the short needles is presenting damage, because in occasions cannot introduce the needle to cut it, additionally, it does not cut easily and the needle is doubled and the hole is oxidized."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for difficult/unable to operate, the 10th related complaint for not clipping and the 1st related complaint for foreign matter on lot # 5208371. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Customer provided two photos of a bd safe-clip device from lot 5208371. Customer reported cannot introduce the needle to cut it, additionally, it does not cut easily and the needle is doubled and the hole is oxidized. Both photos provided by the customer were examined, and it was observed that the cutter hole was cover in dry blood and rust, and appeared to be blocked by cannula cut from previous usage. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information attached, the problem ¿difficult/unable to operate¿, ¿not clipping¿, and ¿foreign matter¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion: as no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (fm ¿ blood, rust) based on the photos received. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (difficult/unable to operate, not clipping) based on the photos received as the device performed as intended and is now likely full. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the safe-clip has been found not clipping during use. The following has been provided by the initial reporter: "in call with customer, manifiesta that the short needles is presenting damage, because in occasions cannot introduce the needle to cut it, additionally, it does not cut easily and the needle is doubled and the hole is oxidized."